Manufacturer narrative:
The device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and determined that the device would not run and was frozen. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear from use. If information is obtained that was not available, a supplemental medwatch will be filed as appropriate.

Event description:
It was reported that during service repair pre-testing, it was observed that the drill attachment coupling for pen drive device would not run and was frozen. During in-house engineering evaluation, it was observed that the device would not run and was frozen. The event was no related to surgery. There was no patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.